Event description:
The complainant reported that during impella 5.5 support, the placement signal was no longer displayed on the automated impella controller (aic) placement screen. An ¿impella sensor failure¿ alarm was observed. The placement signal waveform was not visible following the event. Device position was assessed and confirmed to be appropriate using imaging. Neither the console nor the pump was replaced, and the device was not removed due to the reported condition. No additional impella-related issues were reported. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b1 selected adverse event, b2 selected required intervention. B5 clinical narrative updated. H1 changed to serious injury. H6 med dev prob code added a01.

Event description:
Updated clinical narrative: additional information reported that there was noted improvement in purge flows following the off-label intervention of tpa use in the purge solution. It was also reported that the reason the impella,used beyond the indicated duration time, was explanted for planned escalation to durable ventricular assist device. Original clinical narrative: impella 5.5 was inserted via the right subclavian/axillary artery in a 35-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs) as a bridge to durable left ventricular assist device (lvad) therapy. The patient¿s comorbidities and society for cardiovascular angiography and interventions (scai) shock stage was reported as stage d. Patient was initially also on ECMO that was eventually weaned and removed and impella 5.5 transitioned from providing lv unloading with va ECMO to primary mcs support for the patient. During support, a loss of placement signal was reported on the automated impella controller (aic), and the placement signal was no longer displayed on the placement screen. Serial echocardiograms confirmed appropriate device position. At the time of the event, the impella 5.5 was operating at performance level p-7 with flows of approximately 4.0 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, with purge flow of 12 ml/hr, purge pressure of 424 mmhg, and mean motor current of 352 ma, all consistent with intended device performance. Subsequently, a high purge pressure alarm progressed to a purge system blocked alarm with purge pressure reported greater than 1000 mmhg. The account reported initiation of a tissue plasminogen activator (tpa) protocol through the purge system. Administration of tpa through the purge system is considered an off-label intervention utilized to mitigate the impact of suspected biomaterial within the motor. It is unknown whether tpa resolved the alarm condition. Additional contributing factors included a report that excess purge tubing may have been left following a purge cassette change, with concern that the pump may have been positioned on the tubing. No purge flow information was available at the time of the purge alarm; however, the device continued to operate at performance level p-6 with flows of approximately 3.7 l/min, consistent with intended support. The device was subsequently explanted later the same day. The patient survived to explant. Based on the available information, the reported loss of placement signal did not affect hemodynamic support, as serial echocardiography confirmed appropriate positioning and the device continued to provide intended flows. The subsequent high purge pressure/purge system blocked alarm is most consistent with obstruction within the purge system and/or suspected biomaterial within the motor; however, the potential contribution of external purge tubing management cannot be excluded. Despite the reported alarms, the impella 5.5 continued to provide circulatory support with no reported patient injury or hemodynamic compromise. The patient survived to explant.